Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 32 mg/dl. The customer treated with orange juice. The customer declined low blood glucose troubleshooting stating that she often has low blood glucose levels due to her brittle diabetes. She further stated that she will have high blood glucose levels, bolus, and then get low blood glucose levels. The product is not being returned. Nothing further was reported.